Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed for off no power. The battery was not previously used and was stored at room temperature. The blood glucose reading was 350 mg/dl. The battery cap will be replaced and the insulin pump not replaced or returned for analysis.